Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak and replaced the blood sampling valve without further errors and also completed an instrument preventative maintenance (pm). The instrument was returned to normal operation. Bec requested sample print outs showing the hemoglobin and hematocrit (h/h) discrepancy for evaluation but were not provided by the customer. (B)(4).

Event description:
The customer reported less than 1 ml of clear fluid leaked from the coulter lh 500 hematology analyzer during startup. In addition, the hemoglobin and hematocrit (h/h) not matching samples run through manual mode. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event